Event description:
Reference number (B)(4). Event occured in the united states it was reported that the patient faced six infusion sets cannula bent events on (B)(6) 2026. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was 400 mg/dl and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR .- device 3 of 6. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.